Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/20/2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed share log review and does not contain any issues related to customer complaints. Performed voltage test and failed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.